Event description:
The sales rep was advised by the physician in 2009, that the pt had pain and redness at the ipg pocket site. Additionally, the ipg was partially exposed through the pocket incision. It was reported, cultures were taken from the spine and pocket. The spine was clear and the pocket infected. The pt was placed on oral antibiotics. The scs system was explanted four days later. The physician stated the pocket never healed correctly. Follow-up with the pt two weeks later, found the pt is doing well.

Manufacturer narrative:
Device history record and sterilization record were reviewed, no anomalies were found. Result: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.